Manufacturer narrative:
On october 31, 2021, customer alleged the insulin pump having watchdog timeout alarm. Device was received with a full segment display. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify watchdog timeout alarm and download insulin pump history using thds due to full segment display. Swapping out test boards confirms full segment display, problem isolated to interface board. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test reservoir locked in place properly and no anomaly noted. Device had cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker. Unable to confirm watchdog timeout alarm due to full segment display. Full segment display is isolated to interface board was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had watchdog timeout alarm. Customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they were unable to clear the alarm. Customer was remove battery and display was returned. The insulin pump will be returned for analysis.